Event description:
It was reported that the customer's screen went blank when he was delivering a bolus and when he pressed the act button he received a check settings alarm. The customer's blood glucose level was 212 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies or unexpected check setting alarms were noted. No damage on the connecter and or lcd isolation tape noted. No cosmetic damage noted.